Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target vessel was the circumflex artery which was severely calcified and tortuous. A taxus express2 2.5 x 24 mm drug eluting stent was deployed. The balloon was difficult to remove as it was stuck to the stent. It took approx 30 minutes to remove the balloon from the stent. There were no reported pt complications.